Event description:
It was reported, undersensing was observed on the device. No intervention has been performed at this time. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.